Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 123 mg/dl. The customer reported that there seemed to be a pocket of air where the buttons were mainly on the center buttons, arrows and now extended to the side buttons. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer stated that the minutes on the insulin pump changed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. (B)(4).